Event description:
It was reported that the device and guidewire became stuck. A ranger 6.0mm x 100mm, 80cm was selected for use in a superficial femoral artery (sfa) atherectomy procedure for peripheral artery disease. The 90% stenosed target lesion had moderate calcification and tortuosity. During the procedure while inside the patient, this ranger device got stuck with a non-boston scientific (bsc) guidewire and had to be removed together. It was noted that the non-bsc guidewire was possibly kinked before it was used, and the device got stuck before reaching the lesion. This catheter was not used and the procedure was completed successfully using a new guidewire and ranger without sequelae.